Event description:
The customer reported that imprecise thyroid stimulating hormone (tsh) results, above the normal reference range for the assay, were generated from an unicel dxl800 access immunoassay system. Beckman coulter inc. Assessment of customer supplied data indicated that the initial tsh result was above the normal reference range of the assay. Upon repeat on the same, as well as another instrument, the repeat results were lower, still above the normal reference range of the assay, and collectively the results exceeded the precision claims of the assay. One of the repeat tsh results was released from the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied instrument/assay performance data indicated that there were three quality control (qc) failures during the timeframe of the event, however qc results on the date of the event met customer established specifications. The customer had indicated experiencing prior qc imprecision on the instrument. The calibration and system check performed prior to the event date generated acceptable results. The sample was processed via the power processor. No specific patient information or additional sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on 04/02/2012 for this event. The field service engineer (fse) found the sample pipette wash station caked over with serum and gel. The fse cleaned the instrument and performed alignments. The fse performed a high sensitivity test, carryover testing, and a tsh precision assessment. All testing passed within instrument specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event with the data provided.